Manufacturer narrative:
Concomitant medical products: product type: lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014.

Event description:
The patient reported that her implantable neurostimulator (ins) was replaced because they did not place it correctly and had been having coupling problems since implant. It was noted that the stimulation was going to her ribs instead of the low back and hips. Information received from the manufacturer representative indicated that the cause of the patient&#38112;difficulty with coupling was not determined. The device was interrogated and nothing could be determined from that. The physician replaced the system and now the patient does not have difficulty with coupling or recharging of the new ins, although the patient required some re-education on placement of the recharger. The explanted system was discarded by the physician. The representative noted that everything was working fine.

Manufacturer narrative:
(B)(4).